Manufacturer narrative:
It was reported that the switch remained activated at all times when connected to a power source. Our exam confirmed this report, but we were unable to determine the cause of the malfunction. We have returned the unit to the switch MFR for further exam and testing and are awaiting their CAPA review.

Event description:
It was reported that the switch remained activated at all times when connected to a power source.